Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying thresholds, the right atrial (ra) lead dislodged and the left ventricular (lv) lead dislodged and exhibited high and varying thresholds. The rv, ra and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.